Event description:
During rca interventional procedure, runthrough wire used to cross rca lesion. Finecross unable to cross and "trapped" out to exchange for caravel. Caravel passed the lesion, but could not advance beyond mid-lesion. Rota wire swapped for runthrough. Caravel then backed out and became "entrapped" at the tip of the guide catheter. Parallel wire used and ptca deployed to assist with caravel removal. Catheter and wire then removed and guide changed for improved support. Rca re-wired with runthrough. Turnpike and corsair pro used to cross the lesion with no success. A second caravel was then opened and used to advance into the rca which passed the proximal and mid lesions. True lumen confirmation of wire was made and runthrough exchanged for rotawire in anticipation of rotational atherectomy. Caravel was then backed out only to be entrapped at the tip of the guide like the previous caravel micro catheter. Rotational atherectomy was performed (even with caravel tip on it distally) on the proximal section of the vessel with no success in the mid. Ptca performed on mid lesion with improved flow. Procedure halted due to time of fluoroscopy and contrast limitations.